Manufacturer narrative:
One single use device was received at the plant for analysis with approximately 13ml of fluid in the bladder. A visual inspection on the returned unit shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume folfusor would not flow during priming. There was no patient involvement. No additional information is available.